Manufacturer narrative:
At this time product has not yet been returned and a valid serial number was provided for the libre reader and a invalid serial number was provided for the strip. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Stability and clinical review has been conducted. The review has found no indication of any product stability performance issues or clinical performance issues that would be expected to result or contribute to customer complaint. A tripped trend review was conducted for the freestyle libre strip, no trends were identified that would indicate any product related issues. Dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.